Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3888-33, lot #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-45, serial #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3888-33, lot #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 16-oct-2014, UDI#: (B)(4). Product ID: 3888-33, serial/lot #: (B)(4), ubd: 26-jan-2015, UDI#: (B)(4). Product ID: 3778-45, serial/lot #: (B)(4), ubd: 02-sep-2014, UDI#: (B)(4). Product ID: 3888-33, serial/lot #: (B)(4), ubd: 22-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain as well as degenerative disc disease. Consumer reported their previous scs device was removed because the leads migrated, and the implant no longer worked. Patient reported they could feel a knot down at the bottom where the incision was, and the device hadn¿t seemed to have worked for quite a while so they quit using it. They thought it occurred in late 2015/2016. No further complications reported/anticipated.